Manufacturer narrative:
The insulin pump had moisture damaged found on keypad traces. No moisture damage under lcd screen, electronic assembly or motor noted. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer was three feet underwater and the screen became wet underneath the water. The customer attempted to dry the insulin pump out in the sun but was unsuccessful. The customer explained that her insulin pump turned off completely. The customer's blood glucose was 147 mg/dl. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.